Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) displayed invalid trending data. It was further reported that low amplitude p-waves were observed on the right atrial (ra) lead. The crt-p and ra lead remain in use. No patient complications have been reported as a result of this event.